Manufacturer narrative:
Analysis identified setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Due to the reported complaint, a lead insertion test was performed on the ins. Setscrew impressions were observed in the insulation on the proximal end of the lead. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. Analysis determined the setscrew impression was not in the correct location. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient. It was indicated that there was a defective lead. The rep reported that the lead would not go all the way through the connection after being disconnected from the extension cable and inserted into the implantable neurostimulator (ins). It was noted that the physician had tried multiple times to get the lead into the ins but did not have success. Due to this, the physician removed the lead and aborted the implant procedure. It was noted that everything was removed and that the ins was disposed of as it was no longer sterile. It was indicated that there were no environmental, external, or patient factors that contributed to the issue and that the issue was resolved at the time of report. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1mgrf, product type lead. Device codes (B)(4) pertain to the lead (va1mgrf). Patient code (B)(4) pertains to the lead (va1mgrf).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient. It was indicated that there was a defective lead. The rep reported that the lead would not go all the way through the connection after being disconnected from the extension cable and inserted into the implantable neurostimulator (ins). It was noted that the physician had tried multiple times to get the lead into the ins but did not have success. Due to this, the physician removed the lead and aborted the implant procedure. It was noted that everything was removed and that the ins was disposed of as it was no longer sterile. It was indicated that there were no environmental, external, or patient factors that contributed to the issue and that the issue was resolved at the time of report. No patient symptoms or further complications were reported or were expected.